Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for lead revision due to low impedance, loss of capture and over sensing. The lead was capped and replaced successfully on (B)(6) 2017. The patient was doing well and would be monitored with routine follow up.